Manufacturer narrative:
E1. Initial reporter city- (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A wolverine device - 2.00x10, catheter 110 was received for analysis. A visual and microscopic examination was performed on the returned device. It was noted that a section of one of the blades measuring approximately 1mm was lifted distal from the break point of the blade. The remaining section of blade and entire blade pad was undamaged and fully bonded to the balloon material. The entire 10mm of blade and blade pad was accounted for. Two sections of another blade were also found to have lifted. The first section was lifted from the break point and measured approximately 2mm and the second section had lifted from the distal end of the blade and also measured approximately 2mm remaining section of blade and the entire blade pad was undamaged and fully bonded to the balloon material. The damage identified can potentially be a result of resistance encountered while attempting to treat a severely calcified lesion. The remaining blade was intact and fully bonded to the balloon material. No issues were noted with the blades or pads that could have contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per wolverine specification, the rated burst pressure for this device is 12 atmospheres. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified no kinks or issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured upon first inflation at 6atm and was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good. However, it was further reported that the device was not used inside a placed stent.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon ruptured upon first inflation at 6atm and was then simply removed from the patient's body. The procedure was completed with a different device. No complications reported and patient was good.